Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported by service report that the foot-end brakes were not holding, and the bed would move when the brakes were engaged. It is unk if there was pt involvement. However, no adverse consequences were reported.